Event description:
It was reported that, in 2008, the pt's right knee replacement broke into pieces."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.